Manufacturer narrative:
Pump came in with a complaint stating that it was "pulling blood and not infusing", pump was tested with the following protocol: connect tubing into reservoir. Prime tubing by gravity. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Pump passed all tests, completing flow rate with a deviation of -2.81% which is in spec. Pump was tested using b2 calibrated tubing with an ID of b2-1651 and an offset of -1.08%. The scale was an fx-300i with serial number (B)(6). Reported issue not found. Pump working to specification.

Event description:
On 9/6/2023 (B)(6), employee of intuvie, spoke with (B)(6), employee of utah cancer specialists-imc., and the following information was relayed: during infusion, pump was pulling blood and not infusing. There was minimal patient impact. Not sure if they saved the set involved but I am going to pick up the pump and see if I can get additional information. No other detail provided.

Event description:
Healthcare professional reported during infusion, pump was pulling blood and not infusing. There was minimal patient impact to patient. Medication being infused was unknown.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.